Event description:
It was observed that during the device evaluation, the endoscope reprocessor exhibited foreign material in the cleaning basin. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: cause not established. The event is detectable/preventable by handling the product in accordance with the following IFU: "oer-6 instructions operation manual chapter 4 basic endoscope reprocessing operations, chapter 5 end-of-day checks." Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.